Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: gxl and hxx. Reporter is a j&j employee. The customer reported that hand piece for battery powered driver was not working with battery attached and the motor was also not working at all. The repair technician reported that the device does run in forward, fast forward, and reverse conditions and had discolored wires, discolored membrane vent, black and brown debris on barriers and housing, rust on motor. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set screw, shrink tubing, motor/gearhead, cam screw, membrane switch & flex circuit, membrane vent. The item was repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver was not working with battery attached and the motor is also not working at all. It was unknown when the issue was observed. Patient and procedure involvement are unknown. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).